Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 45 mg/dl at the time of incident. Customer did not experience any symptoms related to low blood glucose event. The customer was assisted with troubleshooting. The customer stated that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 279 mg/dl and the sensor glucose was 186 mg/dl. Insulin delivery was suspended due to sensor values. The difference between the blood glucose value and the sensor glucose value was 93 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer also stated that the insulin pump had error which they were able to successfully clear the alarm. Customer also received request to rewind insulin pump. Customer was able to complete insulin pump rewind. Insulin pump will not be returned for analysis.